Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the burring stopped on the motor device. There were no delays to a scheduled surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was an electrical pin pushed back in the connector. This was a result of the connector not being properly aligned and forced into the female connector when plugging it into console. It was determined that the electrical pin pushed back in the connector could have caused the intermittent stopping of the burr. Therefore, the reported condition was confirmed. The assignable root cause was determined to be misuse, abuse and or error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.